Event description:
Consumer complaint of blood result reading of "lo". (B)(6), customer's husband called due to e-5 error message. Customer feels well and observed no symptoms. Medical intervention is not required at this time. E-5 was appearing as soon as blood was applied to the test strip. Test strip lot manufacturer's expiration date is 10/17/2016 and open vial date is not verified. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas